Event description:
It was reported that an ilet user with a dexcom g7 experienced dosing stopped and pairing failed alerts after forgetting to start the sensor and using an incorrect or unpaired sensor code, leading to repeated pairing attempts and a replace sensor alert; the user performed a fingerstick of 315 mg/dl, started a new sensor, and later observed cgm readings that required calibration, with no device component implicated. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method related to sensor start and pairing, with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.